Event description:
A vascular technician successfully deployed the starclose device into the right femoral artery after an unknown procedure. Forty-four days post the procedure, the patient presented at the facility complaining of right leg pain. An occlusion was detected, and the physician attempted to open the site using a balloon, but was unsuccessful. A surgical procedure was performed to remove the starclose clip and graft the top of the artery. The patient is reportedly fine.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings attributed to this incident.